Event description:
Please be informed of the FDA recall of my biocell textured and smooth rtv saline-filled breast implants. Manufacturer: allergan style# mcghan 168-27-168361 - breast implant surgery date (B)(6) 2000. I was never informed nor contacted about recalling my breast implants from the manufacturer or the (B)(6) center, dr. (B)(6), in (B)(6). I found out about the recall from social media in (B)(6) 2021. I have gone to several physicians, specialists, blood lab tests, breast mammograms, breast MRI, and ultrasound year after year before realizing my symptoms may be connected to my breast implants. I have been diagnosed with autoimmune diseases and have symptoms of breast implant illness. My saline implants are poisoning my body for many years. Presently, searching for a (B)(6) plastic surgeon to explant my breast implants. Attached are copies of (B)(6) card of my breast implants. Respectfully, (B)(6). FDA safety report ID# (B)(4).